Event description:
Patient reported left side rupture, left breast discomfort. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog through the photos provided. -rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d6a, g2, g4, h4, h6.

Event description:
Patient reported left side rupture, left breast discomfort. Healthcare professional confirmed left side rupture. The device was explanted and replaced.